Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified higher glucose scan values while wearing the adc device using freestyle libre 2 app. As a result, on (B)(6) 2022, the customer stated they "couldn't breathe" and received unspecified medical treatment by an hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the previous initial report inadvertently omitted the returned product investigation. The following field(s) were updated: h3: device returned to manufacturer updated to yes h6: updated type of investigation to b01 updated investigation findings to c19 updated investigation conclusion to d14 h10: updated to returned product investigation verbiage.

Event description:
A complaint was received regarding unspecified higher glucose scan values while wearing the adc device using freestyle libre 2 app. As a result, on (B)(6)2022, the customer stated they "couldn't breathe" and received unspecified medical treatment by an hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.